Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed, as one of the sutures was found to be shortened. The latest revision of the assembly drawing was reviewed to investigate the alleged assembly defect of the product. A visual observation in comparison to the drawing confirmed that the winding configuration of the sutures was correct. However, the sutures appeared to be pulled downward as if it were previously used and one of the sutures was cut therefore reducing the length of the suture. It was observed that an area of the damaged suture was compressed. It is possible that the suture became caught between the hinge of the ribs, and excessive pulling force was placed on the suture therefore causing it to break. However, given the information provided we cannot discern a definitive root cause for the suture breakage. Per the latest revision of the speed trap visual standard assembly process, the suture winding configuration is verified by 100% in process verification and qa review. Therefore, the likelihood of the device received being released into distribution in the current condition is low. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the two speed traps were planned to be used in the acl reconstruction surgery on (B)(6) 2018. The suture of the one trap was jumbled before use. The length of sutures of the other one was different from each other, and they were also jumbled before use. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.